Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history were not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051411. This report is number 1 of 2 mdrs filed for the same patient (reference 3006946279-2016-00073 / 00074).

Event description:
Patient was revised on the left side approximately eight years post-implantation due to fracture of the ceramic head. The ceramic head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. An investigation of the complaint has been performed consisting of a documentary review. The review of manufacturing history shows that products were manufactured according to the pre-defined specifications. According to the available data and as the product has not been returned for inspection, the exact root cause of the incident cannot be determined. UDI# (B)(4).